Event description:
It was reported that during an unknown procedure the clips were crossing over each other when trying to fire over the cystic duct. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.